Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 (thirteen) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, we could not specify occurrence cause by confirming the event/analyzing the device, for the device was not sent to olympus. The event can be detected by following the instructions for use which state: -evis exera ii tjf type q180v operation manual, chapter 3 "preparation and inspection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign inside the light guide lens, the air/water tube and the air/water cylinder had white foreign objects. There were no reports of patient involvement.